Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris syringe module syringe administration set was damaged. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the tubing on PICC line cracked and leaking. The blood backed up and was dripping blood from line onto the floor. Tubing changed PICC line flushed and line maintained. The medline (near the filter) was what was cracked.

Manufacturer narrative:
One sample was received and tested by our quality team. The device reported (10014914) was not received for investigation but a blood filter and extension tubing was analyzed instead. The blood filter chamber was significantly damaged upon receipt and it is unknown if this was intended by customer as a failure or if it was damaged in shipment but the complaint can be verified with this alone. The root cause of this issue is unknown without further information or samples for testing. A device history record review could not be performed because a lot number was not provided by the customer.